Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 522 mg/dl and 229 mg/dl on the advantage system. Reporter stated that, at the time the results were obtained, pt was not exhibiting symptoms of hyperglycemia. Pt did not modify therapy based on these results. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.